Manufacturer narrative:
An ocd field engineer (fe) visited the site and indicated that the metering probe was broken. The fe replaced the probe, cleaned the fluid from the handler and performed the appropriate repairs to return the analyzer to expected operation. The customer verified and accepted qc.

Event description:
The customer reported that the dilution cup overflowed on the ortho provue analyzer during type and screen testing. The customer aborted testing. Probe drip may lead to dilution of sample/reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.